Event description:
It was reported that following an unknown major back surgery the patients ipg was dead and not charging. The patient underwent an ipg replacement procedure and was successfully programmed postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following an unknown major back surgery the patients ipg was dead and not charging. The patient underwent an ipg replacement procedure and was successfully programmed postoperatively. Additional information was received that the explanted ipg was retained by the medical facility and will not be returned.